Event description:
The customer observed increased frequency (1 to 2%) of error code 1007 (unable to process test, activated read failure) generated from the architect i2000sr analyzer, when reaction vessels (rv's) lot 69008p100 and 69521p100 were in use. The field service engineer confirmed the issue occurred three to four times per day with the hepatitis b surface antigen assay. The customer stated the issue was resolved with the new lot of rv's. There was no impact to patient management.

Event description:
The facility representative reported on a colleague triple channel pump during patient therapy (patient connected) that made a noise , displayed fail code 811, and shut down. This event occurred during open heart surgery. The pump was swapped out to restore therapy. There is no known patient injury and no known incident report. The patient's demographics are unknown. The drug(s) that were being infused are unknown. No additional information was available.

Manufacturer narrative:
Concomitant medical products: architect analyzer, list # 3m74-01. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.